Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: unknown, batch number#: 2202004. It was reported by customer that when using the product with vaccines in glass prefilled syringes we have found that these needles don¿t work due to the amount of pressure needed to twist the tip on the luer lock system. What happens is that the glass prefilled syringes have a luer lock adapter that breaks off when trying to use these needle tips due to the pressure needed to secure the needle tip to the barrel.I was wondering if you still offer 1¿ needle tips of the same style without the smart slip for this purpose. We first discovered the issue on (B)(6) 2024 and the product number is# 305891. We wasted multiple doses of vaccine in prefilled syringes on this date and also had a situation (on the same day) in which a prefilled syringe looked fine but actually leaked fluid during administration of the vaccine onto the skin (thus client did not receive a full dose as intended). I suspect that the luer lock piece on the vial might have partially disconnected when putting on the needle tip and thus that allowed leakage-although this was not something that you could see by looking at it.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, the material number was updated and it was determined that the site legal name and site registration number were incorrect. A new initial MDR will be submitted with the correct information. This MDR will be void.